Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, missing end cap sticker, and a loose and protruded drive support disk. The displacement test could not be performed due to the motor error alarm.

Event description:
The insulin pump alarmed motor error. The customer tried several times to stop the insulin pump's alarms, to no avail. Customer could not rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated september 22, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The insulin pump alarmed motor error. The customer tried several times to stop the insulin pump's alarms, to no avail. Customer could not rewind the insulin pump. Nothing further reported.